Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), after valve deployment of 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the balloon ruptured at end of inflation. There was no bav performed and no fluid adjustment was made to the balloon. The valve was checked via tte and no leak was noted. There were no additional dilation of valve was needed. The delivery system was met with resistance when pulling into sheath and because of this sheath and delivery system were removed as one unit. An aortic root shot, coronaries, and run off shots did not show any obstructed flow. The patient was able to talk, move tongue, wiggle toes, and pulses were strong. The patient left room in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: radial tear burst, and balloon material was separated. Calcification was present in patient's aorta. Additionally, tortuosity in patient vessels were observed. Review of IFU/training material is captured in technical summary, which applies to this complaint event. The complaints were confirmed by the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per customer report, "the balloon rupture at end of inflation and the delivery system was met with resistance when pulling in the sheath". Through returned 3mensio imagery the patient had calcification present in their aorta. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty. In addition, the technical summary outlines the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigation are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.